Manufacturer narrative:
Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare for investigation and was visually inspected. Results: visual inspection revealed multiple vertical and horizontal cracks on the chamber dome underneath one of the chamber ports. Conclusion: we were unable to determine what had caused the cracking on the chamber dome; however, our previous investigations on similar complaints showed that cracks on the chamber dome can be due to the application of excessive pressure during use. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa.

Event description:
A healthcare facility in (B)(4) reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber was found leaking during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint mr290v humidification chamber caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber was found leaking during use. No patient consequence was reported.